Event description:
It was reported that this patient had recently received a single isolated inappropriate shock due to smaller signal amplitudes. A revision procedure was performed on electrode to prevent inappropriate shocks. This is considered a serious injury as surgical intervention was required to revise the electrode. No additional adverse events were reported.